Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was losing/gaining greater than five minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: a review of the pump¿s black box history showed no evidence of time gain/loss occurring. A manual time/date change was observed from 10/23/2014 13:35 to 10/24/2014 22:36. No errors, alarms, or warnings occurring during investigation. A time test was performed and the pump was found to be maintaining time/date settings accurately. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and the cover. The returned battery cap was used to complete all testing. The complaint that the pump was gaining time was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.